Event description:
Reportedly, the patient was implanted on (B)(6) 2022 and some days after had an erythematous area and feel a pain around the defibrillator during 1 week. The diagnostic was confirmed by a physician which decided to explant the ICD on (B)(6) 2022 but the lead extraction failed. Another operation is planned to remove the rest of the material.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient was implanted on (B)(6) 2022 and some days after had an erythematous area and feel a pain around the defibrillator during 1 week. The diagnostic was confirmed by a physician which decided to explant the ICD on (B)(6) 2022 but the lead extraction failed. Another operation is planned to remove the rest of the material.

Manufacturer narrative:
A correction was implemented on the g2 section of the initial report regarding the awareness date which was august 30, 2022 and not august 17 as originally reported. Evaluation: the subject device was sterilized and released according to applicable standard operating procedures. Nevertheless, the information provided has been entered into our quality system and will be used for trend purposes.